Manufacturer narrative:
Block d4, h4. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 device code a040609 is being used to capture the reportable event of anchor bent.

Event description:
Note: this is the second of two overstitch sutures devices used in the same procedure with two overstitch nxt devices. It was reported to boston scientific corporation that an overstitch suture was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. During the procedure, the needle shaft and the suture anchor became bent. The same issue occurred with a second overstitch nxt endoscopic suturing system and overstitch suture. The procedure was completed using a new overstitch nxt device and a new suture. There was no patient complications reported as a result of this event.